Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.5x15mm maverick2 monorail percutaneous transluminal coronary angioplasty catheter was ruptured. The lesion being treated was the left anterior descending artery. The device was ruptured on first inflation at around nominal pressure (around 6 atm). The procedure was completed with another of the same device. There were not pt complications or injuries reported. The pt status is listed as fine.